Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. No device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): sterile part: 04.211.022ts; sterile lot no: 288l041; release to warehouse date: 01 mar, 2024. Expiry date: 01 mar, 2029. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.211.022; non-sterile lot: 9371p42; manufacturing site: werk selzach. Release to warehouse date:29 jan, 2024. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information states that the patient was stable and no other medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for the olecranon comminuted fracture. A va olecranon plate was used for surgery. The locking screws inserted with temporary fixation k-wires and variable direction were intermingled, and the screws could not be locked because the screws interfered with something and the screw direction was changed. The 22mm locking screw was able to be inserted into another screw hole. However, the 24mm locking screw could not be locked after insertion. The surgeon rotated the 24mm locking screw counterclockwise but could not get it out. Although he sharp hook and the hospital¿s forceps were used to lift the screw head to remove the locking screw, it didn't work. Therefore, the surgeon decided to remain the screw. After use of the sharp hook, the nurse realized that the tip of the sharp hook was chipped and missing. The c-arm was used, and the broken tip could not be found. The wound was cleaned and closed. The surgery was completed successfully without any surgical delay. No further information is available. A va olecranon plate was used for surgery. The locking screws inserted with temporary fixation k-wires and variable direction were intermingled, and the screws could not be locked because the screws interfered with something and the screw direction was changed. The 22mm locking screw was able to be inserted into another screw hole. However, the 24mm locking screw could not be locked after insertion. The surgeon rotated the 24mm locking screw counterclockwise but could not get it out. Although he sharp hook and the hospital¿s forceps were used to lift the screw head to remove the locking screw, it did not work. Therefore, the surgeon decided to remain the screw. After use of the sharp hook, the nurse realized that the tip of the sharp hook was chipped and missing. The c-arm was used, and the broken tip could not be found. The wound was cleaned and closed. The surgery was completed successfully without any surgical delay. No further information is available.